Event description:
Additional information was received from a consumer. It was reported that the patient's difficulty on turning on the ins was due to the position of the antenna. The patient noted that if they used just the programmer it becomes more difficult to position correctly, it takes a couple of tries, but it will turn on. The patient stated that the major problem that they are having is that the ins turns itself off. This started as once a month in late 2016, and has become more often in 2017. The patient stated that it happened twice in (B)(6) (written on (B)(6) 2017). The patient stated that this isn't much of a problem if they have the programmer with them, but if they don't have it with it is not enjoyable. The patient stated that the burning pain in the left leg will increase substantially until they can restart the system. The patient checks the battery every time this happens and it ha s always been at 50% or greater. The patient stated that they hadn't been around any electrical sources that would cause the device to turn off. The patient said that their routine hasn't changed at all. The patient was at a loss as to why this is happening. The patient stated that it has been great, except for the issues with the implanting healthcare provider (hcp) placing the device on the belt line and the leads being placed too low. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received about a patient implanted with an implantable neurostimulator (ins). The patient reports that their ins is "more difficult to turn it on every morning" and says this started "about a month ago, in (B)(6) 2016. The caller didn't want to troubleshoot, and was advised to follow-up with a hcp. Caller says that their implanting doctor placed the leads too low so they are only able to program the bottom leads. The patient states that this started on (B)(6) 2011. The patient was implanted for complex regional pain syndrome type I.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the healthcare provider (hcp) ¿screwed up¿ and installed wrong with only the 3 lower electrodes working. No further complications were reported.

Manufacturer narrative:
Correction: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4) 2017 crts 3507377 (con): information was received about a patient implanted with an implantable neurostimulator (ins). The patient reports that their ins is "more difficult to turn it on every morning" and says this started "about a month ago, in (B)(6) 2016. The caller didn't want to troubleshoot, and was advised to follow-up with a hcp. Caller says that their implanting doctor placed the leads too low so they are only able to program the bottom leads. The patient states that this started on (B)(6) 2011. The patient was implanted for complex regional pain syndrome type I. (B)(6) 2017 patltr (con) additional information was received from a consumer. It was reported that the patient's difficulty on turning on the ins was due to the position of the antenna. The patient noted that if they used just the programmer it becomes more difficult to position correctly, it takes a couple of tries, but it will turn on. The patient stated that the major problem that they are having is that the ins turns itself off. This started as once a month in late 2016, and has become more often in 2017. The patient stated that it happened twice in (B)(6) (written on (B)(6) 2017). The patient stated that this isn't much of a problem if they have the programmer with them, but if they don't have it with it is not enjoyable. The patient stated that the burning pain in the left leg will increase substantially until they can restart the system. The patient checks the battery every time this happens and it has always been at 50% or greater. The patient stated that they hadn't been around any electrical sources that would cause the device to turn off. The patient said that their routine hasn't changed at all. The patient was at a loss as to why this is happening. The patient stated that it has been great, except for the issues with the implanting healthcare provider (hcp) placing the device on the beltline and the leads being placed too low. No further complications were reported. (B)(6) 2017 crts 3593495 (con). No new information (B)(6) 2017 patltr1 (con): additional information was received from the patient. The patient reported that the healthcare provider (hcp) ¿screwed up¿ and installed wrong with only the 3 lower electrodes working. No further complications were reported.